Event description:
A patient underwent a catheter placement procedure by using hickman catheter. On (B)(6) 2025, it was reported that while the patient was being transported to the operating room, the catheter ruptured, resulting in loss of central access. This required an emergency replacement of the catheter to ensure the patient could proceed with the necessary treatment. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a catheter placement procedure by using hickman catheter. On (B)(6) 2025, it was reported that while the patient was being transported to the operating room, the catheter ruptured, resulting in loss of central access. This required an emergency replacement of the catheter to ensure the patient could proceed with the necessary treatment. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter fracture and air or gas in device issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.